Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) inner tubing kinked/buckled; full lead was returned for analysis. The lead appears to have been stretched so the inner tubing buckled and prevents the helix from functioning properly.

Event description:
It was reported that at implant the physician could not get the helix to extend. The lead was not implanted. No patient complications have been reported as a result of this event. It was reported that at implant the physician could not get the helix to extend. The lead was not implanted. No patient complications have been reported as a result of this event.